Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles during high blood glucose was 472 mg/dl at the time of the incident. Bent cannula was also reported. The reservoir is not expected to be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion, no air bubbles.